Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) was likely due to a combination of the challenging patient anatomy and user technique (sub-optimal posterior medial leaflet insertion). It should be noted that the mitraclip instructions for use states: use echocardiographic imaging to verify insertion of both leaflets and satisfactory grasp by observation of: leaflet immobilization, single or multiple valve orifice(s), limited leaflet mobility relative to the tips of both clip arms and adequate mr reduction. The reported device being damaged by another device (second clip contacting the first clip) appears to be a result of use technique/procedural conditions. The reported poor image resolution is due to the challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Medical devices: steerable guide catheter, clip delivery system (cds). (B)(4). The customer reported the cds was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional cds is being filed under separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 71117u143) was advanced to the mitral valve and placed. During placement of a second clip (71117u145), the clip came in contact with the first clip causing the first clip to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The second clip was implanted for stabilization of the slda clip. It was noted that posterior leaflet insertion was difficult due to poor visualization. Two clips were implanted reducing mr to 2. The patient was confirmed to have a good outcome. No additional information was provided.